Event description:
It was reported that a pt underwent a sling procedure in 2000 for stress urinary incontinence. Within one year of the procedure, the pt began having frequent urinary tract infections (uti) with negative cultures. In 2005, the pt was frequently on macrobid or cipro. The urine often showed white and red blood cells with a negative culture. The pt has also tried detrol which did not help. In 2008, because, the pt had so much pain, several surgical procedures were performed under general anesthesia, two procedures for urethral dilation and a bladder hydrodistention procedure, at which time, the bladder looked good, no ulcers or signs of interstitial cystitis (ic). The symptoms have progressively gotten worse. As of 2010, the pt has seen a urologist/gynecological specialist who suggested it may be ic.

Manufacturer narrative:
(B)(4) - urinary tract infection - (B)(4), conclusion : no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.